Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the ¿silicone part¿ of a bd q-syte¿ luer access split-septum stand-alone device was "shifted", thus defective. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: lot analysis. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Visual analysis: observations and testing: received one used q-syte unit from the lot number 7272678. Visual/microscopic examination: the septum was molded using the 16-cavity mold. The septum was pushed into the q-syte top body. Residual septum material and adhesive deposits were observed on the rim of the top body. Investigation samples(s) meet manufacturing specifications: no, returned q-syte unit that was provided for evaluation displayed the septum pushed into q-syte top body. Investigation conclusion: the defect septum damaged, as stated as the reported code was confirmed with the returned q-syte unit. Root cause: relationship of device to the reported incident: indeterminate ¿ the evaluation of the septum damage/defective location revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process.